Event description:
Product: hw-1976hrf whin 90 degree huber needle and wing with on/off clamp b. Braun medical inc. I have had two nurses so far get stuck by the clean needle in the package for the above product. Apparently the sheath that covers the 90 degree needle becomes loose during shipping leaving the needle exposed inside the sealed package. The nurses report having picked up the sealed package and getting stuck by the needle inside. Dates of use: thirteen days in 2007.